Event description:
The customer reported that the event occurred on (B)(6)2010 but she did not know type (model) of tracheostomy tube. The date that the trach tube was instilled is unk. She stated that the tube was found to have a leak, and it was reported as a defective pilot balloon. The tube was scrapped and not available for return and the lot number is unk. The pt was decannulated and recannulated.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. However, the customer did submit detailed photographs of the device for evaluation. A follow-up report will be filed upon completion of the evaluation on the photographs or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide detailed photographs of the actual device. Using these photographs, the reported condition of a ruptured reservoir was confirmed. The root cause of this issue is currently being investigated under CAPA (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing an unfavorable trend year over year for reported complaints of ruptured reservoirs on coiled tube infusors.

Event description:
It was reported to baxter UK that the reservoir of a half day infusor device ruptured after filling. The device had been filled with 60 ml of an unidentified but controlled drug. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.